Manufacturer narrative:
The pump was returned and evaluated by product analysis on 05/23/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad buttons have been intermittently responding for the past two to three weeks and now today, they stopped responding. She also stated the keypad is loose.